Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call no delivery alarm on the insulin pump. Troubleshooting was performed. Customer advised they have changed out their infusion set and reservoir multiple times and they have tried all remedies. Customer advised the no delivery alarm issues remained unresolved. The insulin pump will not be returned for analysis.